Manufacturer narrative:
Investigation included customer care troubleshooting and user education regarding supply changes if persistent hyperglycemia or leakage is observed. Investigation of this case revealed an unclear cause of hyperglycemia with resolution following manual injection and supply change, which suggests a possible infusion or supply issue that could not be confirmed. It was concluded that the event was user-managed with guidance, with no confirmed device malfunction identified and no further clinical escalation required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with subcutaneous insulin delivery, noting glucose around 260 mg/dl that remained in the 200s for about ninety minutes, after which the user disconnected, administered a manual insulin injection by pen, and later performed a full supply change before reconnecting; no device alerts or alarms were reported. Symptoms included elevated blood glucose. Outcomes included return to target range after manual correction and infusion set/supply replacement.